Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was cracked and the piece was missing. The customer¿s blood glucose level was 145 mg/dl. The customer reported that the reservoir lip ring was not able to lock in place. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip. Stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.